Event description:
The customer reported that, during preparation for use, error code b30 occurred with the subject device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon occurred due to a faulty video connector. Replacement of the video connector was recommended. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.